Event description:
It was originally reported that the patient's lead was repositioned. The healthcare provider confirmed that the patient no longer had relief of her symptoms. An x-ray showed that the lead had migrated. The patient's lead was revised. No surgical complications were reported.